Manufacturer narrative:
No further information has been reported. The device(s) have not been returned. Device history records were reviewed and device met all acceptance criteria. The event is a known adverse reaction as listed in the device labeling. Based on the complaint information provided, it is inconclusive if the event is related to the device, surgical approach, surgeon experience, and/or patient anatomy. This report is filed pursuant to 21 cfr 803 and all information contained within this report is subject to the details provided by the reporter. Any subsequent information will be provided in a follow-up report.

Event description:
Surgeon reported patients presented with retention post-surgery. Surgeon intervened with sling revisions and reports that patients are doing well after sling revisions.